Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2025. The device was placed per the instructions for use (IFU). During the procedure, the device was inserted into the patient at the varices. The physician then suctioned the varix, and attempted to deploy the bands; however, the bands could not be deployed normally. The ligator was repositioned and repeated the steps of the procedure, but still the bands could not be deployed. The device was replaced, and the bands were able to deploy normally. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.